Event description:
It was reported that a walker leg broke and the user fell and broke one tooth and another fell out. The extent of medical intervention is unknown. Should additional relevant information become available, a supplemental report will be submitted.